Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a 52mm evoque valve procedure in tricuspid position. The final valve deployment position was 0-5mm under p/a and s/l. On post-operative day (pod) 2 the patient developed av-block, third degree and on pod 4 the patient had a permanent pacemaker implanted. The patient is in stable condition.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, e1, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no DHR, lot history review, or manufacturing mitigations review are required. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.